Manufacturer narrative:
Patient weight not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter: contact phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, a screwdriver instrument suffered defragmentation. Small fragments remain inside the patient. There was a surgical delay of thirty (30) minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 06. Jun 2011, part: 03.227.041 / lot: 2741506, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the screwdriver was received with the hexagonal tip broken off. The review of the production history revealed that this screwdriver was manufactured in june, 2011 according to the specifications. All parts of this lot number conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The returned device is a multi-use instrument. The handle and shaft are in good condition and have minimal scratches and marks from routine use. Since the specific circumstances and user technique at the time of use are unknown, the root cause could not be definitively determined. Most likely it was caused by a mechanical overload. A manufacturing related issue can be excluded. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use. The complaint is determined not to be a result of a detected manufacturer or design deficiency. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.